Manufacturer narrative:
Additional info received, 9/15/1997. The lead was removed from service due to a fracture.

Event description:
Event description cpi received information that during a replacement of an implantable cardioverter defibrillator (ICD) the rate sensing portion of this endotak transvenous defibrillation lead was repaired. The physician elected to repair the lead due to poor impedance measurements.